Manufacturer narrative:
Concomitant medical products: cat# 240048106 integrity acetabular cup lot# 9101, cat# 264450107 integrity liner 44-50 od 26 ID lot# 061660, cat# unknown unknown stem lot# unknown. Reported event was confirmed by review of provided images- which indicated blood identified on the head, cup and liner. A little discoloration was observed in the liner. Scratches and gouge were observed in the rim of the cup. Bone residuals and biomass were observed on the back of the cup. A portion of the metal pillar was missing. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Initial surgery was done sometime in 1993. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01757.

Event description:
It was reported patient underwent hip revision approximately 25 years post implantation due to pain and liner wear. During the procedure, it was noted the liner, head, and cup was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.